Manufacturer narrative:
This device remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. New information was received that this device was electively replaced.

Event description:
Boston scientific, crm received information that this pacemaker's expected remaining longevity was less than 0.5 years prior to starting device testing. After performing the testing the battery level was noted to have jumped to 1.5 years with a rate of 90 ppm. A boston scientific technical services (ts) consultant explained that the device was probably on the cusp of reaching elective replacement time (ert) and recommended monitoring the device in 3 months. Ts also believed that the change in longevity may have been due to programming changes. No adverse patient effects were reported.